Event description:
It was reported that the patient had sensitivity at the midline incision and felt the anchors were superficial to the skin. The patient underwent a revision procedure wherein the leads and anchors were buried deeper. The patient was doing well postoperatively. Additional information was received that the patient also experienced anchor site pain.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7109852/7085917. Product family: clik x anchor sterile kit, upn: m365sc43160, model: sc-4316, batch: 29238951/29498130.

Event description:
It was reported that the patient had sensitivity at the midline incision and felt the anchors were superficial to the skin. The patient underwent a revision procedure wherein the leads and anchors were buried deeper. The patient was doing well postoperatively.